Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that the c-pap outlet was loose and that the title volume may have been off. No patient involvement was reported.

Manufacturer narrative:
UDI (B)(4). Device evaluation: one device received for investigation. Visual inspection performed and found gas supply indicator is broken, batter cover is broken, all small knobs are broken, and came in with a different size input connector. Customer reported problem confirmed as the CPAP connector was loose. Impact to the device would be the cause of the reported issue. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1. Please direct those to the following: regulatory.responses@icumed.com.